Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number were not reported, and the device was not returned. A conclusive cause for the reported patient effects of death and the relationship to the product, if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Due to the limited information available, the exact cause cannot be determined. The reported patient effect of death is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported in a research summary article that the purpose of the study was to assess the performance of different drug eluting stents (des) currently used in percutaneous coronary intervention (pci) via a network meta-analysis of relevant trials. Major databases were systematically searched for randomized controlled trials (rct) reporting 5 year outcomes of currently used des. Twenty nine rcts involving 46,502 patients were included in the analysis and size currently used des - osiro, xience (xience v, prime, xpedition, alpine), resolute, nobori/biomatrix, synergy, and promus were analyzed. All comparisons showed nonsignificant results for outcomes at 5-year follow-up. The outcomes included definite/probable stent thrombosis, all cause mortality, cardiac death, myocardial infarction, and target vessel revascularization. The analysis revealed no significant differences in 5-year outcomes among the various des. However, synergy and promus performed best for key outcomes such as stent thrombosis, mortality, and mi, suggesting their potential for favorable performance in clinical practice. Additional details are found in the article "long-term (5-years) outcomes of current drug-eluting stents in percutaneous coronary intervention: a network meta-analysis of randomized controlled trials".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2, b3, c4, d6a: estimated dates. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 are filed under a separate medwatch report number. The additional patient effects reported in the article are captured under a separate medwatch report. Literature: article title: ¿long-term (5-years) outcomes of current drug-eluting stents in percutaneous coronary intervention: a network meta-analysis of randomized controlled trials.¿